Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center evaluated the device again, however, olympus repair center could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the accidental failure. Aging deterioration may have caused the defect because 6 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that leds of the front panel flashed. There was no report of patient injury associated with this event.